Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a wide neck middle cerebral artery aneurysm using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a non-penumbra bifurcation aneurysm implant device. During the procedure, the physician placed a bifurcation aneurysm implant device into the aneurysm using the microcatheter. Next, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician made two additional attempts; however, the smart coil did not detach. The physician attempted to manually detach the smart coil; however, it would not detach. Therefore, the physician decided to remove the smart coil. Upon removal, the smart coil unintentionally detached with approximately the last three centimeters of the smart coil in the microcatheter. The physician used the pusher assembly of the smart coil to push the detached smart coil into the target location. The procedure was completed using additional smart coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.